Event description:
It was reported that during follow-up, the pulse generator exhibited noise. No symptoms were reported and the patients condition was noted to be good. The physician opted to take no action.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.